Event description:
Customer reported receiving multiple motor error alarms on the insulin pump and stated that they have been experiencing high blood glucose readings of over 500 mg/dl. Customer has treated with a manual syringe. Customer stated that they woke up in the morning vomiting and feeling bad the rest of the day. Customer does use the sensor feature and they were able to complete the rewind sequence. The drive support cap and all settings appeared to be normal. No further information reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. The motor was tested outside of the unit and passed. No unexpected prime loop anomalies noted during our testing. The insulin pump was monitored for two days with no unexpected time clock anomalies noted. No unexpected auto off alerts noted; the auto off feature functioned properly during testing. The insulin passed displacement test and rewind test. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.